Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 1628664-2018-00011 under a different suspect device.

Event description:
On (B)(6) 2017 an abbott marketing director was contacted by a mayo physician who stated he believed there is an architect generating falsely elevated troponin results in fargo, nd that do not match mayo's troponin results. At that time, it was unknown which facility or serial number was involved. The mayo physician stated there is a patient with myocarditis with the following results: troponin t= 6ng/l; siemens ultra =<0.02ng/ml; MRI no change; crp = normal; troponin-I results from local lab are elevated = 12ng/ml / 0.026 / 0.034 / .319ng/ml. On (B)(6) 2018 the facility and serial number were identified. There was no reported treatment provided for the falsely elevated troponin results.

Manufacturer narrative:
The customer's architect i1000sr, (B)(4), logs were reviewed using abbott link and log-ic for the sample tested on (B)(6) 2017. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Return testing was not completed as returns were not available. A ticket review was completed for the architect stat troponin-I (ln 2k41), lot number 44996un17 which showed an increase in complaint activity for falsely elevated results, but no trend was identified. Historical performance of architect troponin lot 44996un17 was evaluated using world wide data from abbott link. The patient medians were analyzed and found no significant difference in performance compared to historical performance for the lot. Manufacturing documentation for lot 44996un17 was reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect stat troponin-I reagent, lot 44996un17.